Event description:
Per the clinic, the patient developed postoperative infection and inflammation at the surgical site. Oral antibiotics were prescribed (specific date and duration not reported), but the condition did not resolve. The patient returned to the implant center and underwent three weeks of combined oral and intravenous antibiotic treatment; however, this did not alleviate the problem resulting in a decision to explant the device. The device was subsequently explanted on (B)(6) 2026. Reimplantation was planned but had not yet occurred at the time of this report.